Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of surgical lights - lucea 50. Initially none of the provided information were indicating a safety related event. Further information became available on 4th september 2023 following the service visit at the customer site. It has been stated the upper cover including parking brake lamp head was broken. The photographic evidence confirmed that upper cover was damaged with missing particles, also indicate that there was a risk of label missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Reported by the building technician. The correction of b5 describe event and problem and h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 12th december, 2022 getinge became aware of an issue with one of surgical lights - lucea 50. Initially none of the provided information were indicating a safety related event. Further information became available on 4th september 2023 following the service visit at the customer site. It has been stated the upper cover including parking brake lamp head was broken. The photographic evidence confirmed that upper cover was damaged with missing particles, also indicate that there was a risk of label missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 31st august, 2023 getinge became aware of an issue with one of surgical lights - lucea 50. Initially none of the provided information were indicating a safety related event. Further information became available on 4th september 2023 following the service visit at the customer site. It has been stated the upper cover including parking brake lamp head was broken. The photographic evidence confirmed that upper cover was damaged with missing particles, also indicate that there was a risk of label missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. As stated by subject matter expert at manufacturer¿s all maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ disinfection products test: maquet sas described how to perform the material resistance test in the working instruction ref. Fl 007. To avoid degradation of the shell it is recommended to respect the contact time to wipe with a dry cloth and make sure no liquid residue is left on the device after cleaning. In 2015 a design change improved the braking system and the mechanical durability of upper cover. The user manual mentions to perform daily inspection in order to check the presence of paint chip, impact marks or other damage. To prevent similar incident, it is recommended to respect the cleaning instructions avoiding: ¿ prolonged exposure to detergents and disinfectants solutions. ¿ high concentration. ¿ prohibited products. The new spare part is available as ard368609996 in order to repair the damaged product. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - lucea 50. Initially none of the provided information were indicating a safety related event. Further information became available on (B)(6) 2023 following the service visit at the customer site. It has been stated the upper cover including parking brake lamp head was broken. The photographic evidence confirmed that upper cover was damaged with missing particles, also indicate that there was a risk of label missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.